Event description:
Constant chronic pain in back and abdomen appearing as pain from renal or gallstones but none ever detected. It was noted that a wire from cook celect ivc filter was protruding into aorta, but nothing noted as to wires into other areas. Spine and abdomen area wires were detected at another medical facility but I was hastily discharged. Have been informed that the attempted removal can cause death or more serious disabilities. Not having the ivc filter removed will have a catastrophic outcome. One day to 5 years...